Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; intraoperative endoleak type iiib, and successful reline. Additionally there was evidence to reasonably support the following observations; bilateral surgical repair (bovine patch and endarterectomy) of both access sites, multiple right thrombo-emboli, occlusion of the superficial femoral artery, surgical bypass (right side common femoral artery to superficial femoral artery [vein bypass graft]), additional diagnostic angiogram for post procedure claudication/diminished pulses (proximal stenosis in respect to the bypass graft). The event device was returned for further evaluation. The most likely cause of the compromised stent graft integrity was the off-label aortic and iliac anatomy, and the cautionary product use condition of access site occlusive disease (intentional user error) in combination with an intraoperative angioplasty within a calcified iliac/bifurcation (procedure-related issue and unintentional user error). Procedure-related harms included: prolonged procedure; surgical repair of both femoral arteries; surgical bypass with the saphenous vein [common femoral to superficial femoral artery]; two endovascular thrombectomies of the bypass graft; and, multiple right-sided emboli; and, stenosis of the right lower extremity (with claudication). It was unlikely that the endoleak or the relining contributed to the procedure-related harms, rather, pre-existing disease likely caused these unexpected outcomes, which also included a repeat angiogram on the first post-operative day due to complaints of numbness/tingling. The patient was discharged from the hospital on the seventh post-operative day, but their condition could not be ascertained. It was reported that the patient was in a favorable condition post implant; there have been no reports of further negative patient sequelae. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Correction: (B)(4).

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
It was reported that during an initial procedure to implant an afx 2 bifurcated device to treat a small aneurysm and occlusive disease, an intra-operative endoleak type iiib was identified. It was decided to reline the main body with an additional main body to resolve the endoleak. The patient condition is reported as stable and the patient will continue to be monitored.